Manufacturer narrative:
The product was requested back for an investigation. A follow-up report will be submitted once additional information is obtained. Note: according to the report the event occurred in (B)(6) 2010 and (B)(6) 2011, but he could not give an exact date.

Event description:
A customer reported when he attempted to use his freestyle lite blood glucose meter, his test did not start after a sample was applied to the test strip. According to the customer's report, he was unable to obtain readings in (B)(6) 2010 and (B)(6) 2011, but he could not give an exact date. The customer reportedly experienced shakiness, dizziness, loss of consciousness, and fell twice. No third-party medical intervention was required and no medications were reportedly taken to counteract the event. The customer reported he ate food and drank a beverage to alleviate his symptoms. There was no report of death or permanent impairment associated with this event.